Event description:
(B)(4). Had essure placed in (B)(6) of 2008. Almost immediately began having issues. Weight gain, thyroid issues, stomach upset, pelvic pain, constipation, rashes, joint pain, hair loss, gum bleeds, heart palpitations, breathing difficulties, severe fatigue, type 2 diabetes, hashimotos, low vitamin d, low b12, parathyroid issues, severely heavy periods and fibroids. Went to several drs and asked if essure could be the problem. Everyone has dismissed me. Told me I gained weight b/c I was old ((B)(6)) and then b/c my thyroid failed (within a year of placement). I am a shell of my former self. Since the placement of the essure device. I have been sick, on and off, 35% of the time. Not counting the general fatigue. Im am barely able to get out of bed or do basic daily activities.